Event description:
It was reported that the cross arm brake on the 9800 system would not hold. Also, the c-arm brake handle was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake handle was repaired and the cross arm brake was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc. (B) (4)